Event description:
It was reported that multiple of the same altitude alarms occurred while the customer was not outside of labeled operating altitude range.customer's continuous glucose monitor read "high", however, a specific blood glucose (bg) value was not provided. The customer didn't take any action since alarm but has a insulin pen to administer for bg level if needed. Reportedly, the customer cleaned the speaker holes and cleared the alarm the first time of first event but repeated this step the second event and was unable to clear the alarm. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy.